Event description:
The customer reported that no image displayed on the monitor while fluoroing.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the c-mos battery and right side cover. The battery now measures 3.3vdc. He replaced the ii assembly and hv cable assembly. The system is operating as intended.